Manufacturer narrative:
Manufacturer investigation conclusion: the report of a low-speed advisories and power elevations can be confirmed based on the submitted log file the log file contained approximately 4 days of data, spanning from day 116 hour 19 minute 15 to day 120 hour 0 minute 3, which several low-speed advisories where the pump's speed dropped below the low-speed limit. Each time, the pump speed returned to the set speed and the advisories cleared. Also noted throughout the log file were numerous elevations in pump power and flow. No other unusual events were captured in the log file. A specific cause for the changes in pump parameters cannot be conclusively determined. Per the clinical specialist, the customer was unable to provide information as they did not have access to the specific case details. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, titled "alarms and troubleshooting", outlines all system controller alarm including low-speed advisory alarms, as well as the appropriate actions associated with them. The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that device interrogation revealed a low speed operation. There was no reported adverse impact to the patient due to the event. The manufacturer's technical service representative reviewed the submitted log file and confirmed speed drops below the low speed limit. The speed drops occurred when the vad was connected to batteries and a power module. It was noted that there were elevated powers before some of the speed drops.